Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with complaints of dizziness and nausea. The right ventricular (rv) lead was observed with high capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.